Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 90% stenosed, 25mm x 2.75mm, eccentric, de novo target lesion containing a bend between 45 and 90 degrees was located in the moderately tortuous and moderately calcified mid left circumflex (lcx) artery. Following the advancement of a non-bsc guide catheter and guide wire, pre-dilatation was performed with a 2.5x20mm maverick balloon catheter resulting to 85% residual stenosis. Subsequently, a 28x2.75 omega stent was advanced to treat the lesion. However, difficulties advancing the device were encountered. The device was removed and was noted to be deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.